Event description:
An aneurx stent system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported the patient had a type 1 endoleak from a ruptured aneurysm after the stent graft had migrated. It is unknown if the patient was being followed during the 64 months post the stent graft implantation procedure and no information was provided leading to the event. It was reported the patient was treated with several stent grafts made by another manufacturer. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Lack of information (operative reports and circumstances leading to the event were not provided).